Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to electively explant and replace the patient's ipg, the physician indicated a white substance was present inside the pocket site. The device was removed, cultures taken and the site cleaned. The cultures were negative and the patient is to undergo another procedure to implant a replacement ipg.